Event description:
It was reported that during a da vinci cholecystectomy procedure, the surgeon experienced repeated intermittent delay and non-intuitive motion with patient side manipulator arm 2 (psm2). The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. It was reported that the patient's common bile duct was nicked. However, the surgeon stated that the injury to the patient's common bile duct was not related to the psm2 issues. On (B)(4) 2013, an intuitive surgical, inc. (Isi) field service engineer(fse) performed a field evaluation at the site. The fse tested the psm involved with this complaint and found the psm sensors were functioning properly. The fse was unable to replicate the reported issue. The fse reviewed the system logs and found multiple 282 and 31009 error codes. An error code 282 indicates that a tool was determined to be invalid by the system. An error code 31009 indicates tool was fully detected, and then one or more (but not all) of the tool sensors were not detected for 3 seconds. The fse explained that the reported psm issues were most likely related to an issue with the sterile adapter. However the initial reporter, an isi clinical sales representative (csr), stated that the surgical staff reseated and replaced the sterile adapter during the surgical procedure and also tried multiple instruments. The csr indicated that the psm issues persisted. The fse replaced the psm as a precautionary measure. The fse tested the system and verified that the system was ready for use. On (B)(4) 2013, isi contacted the csr. He stated that he was at the hospital when the event occurred but was not in the operating room (or). He confirmed that the surgeon informed him that the injury to the patient's common bile duct was not related to the psm2 issues. The csr did not know any details of how the injury to the patient's common bile duct occurred. The csr stated that the surgeon informed him that the patient was doing well 1-3 days post-operatively.

Manufacturer narrative:
The psm was returned to isi for failure analysis investigation. Engineering was unable to replicated the customer reported intermittent delay and non-intuitive motion with the psm arm. The psm passed pre-test, sine cycle, friction tests, and normal mode testing with various test instruments, cannulae, and sterile adaptors. All four inner axes passed friction and had full range of motion. In normal mode, engineering observed the jaws of the instruments, and the movements were intuitive from the masters with no hesitancy. Visual inspection found nothing unusual. The flex cable and connectors were intact and undamaged. Unrelated to the customer reported failure mode, engineering indicated that the psm arm failed an in-house brake drop test. Isi has attempted to contact the site to obtain additional information concerning the reported event; however as of the date of this report, no additional information has been provided. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's common bile duct was reportedly nicked during the da vinci cholecystectomy procedure. However, at this time, the cause of the patient injury is unknown.